Event description:
It was reported that after completion of a da vinci hysterectomy procedure, it was identified that wires were frayed on both sides of the pk dissecting forceps instrument. There were no missing or fallen pieces reported. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be broken. The pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The grips displayed no damage. The conductor wires were intact and undamaged, however the drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. Small frayed strands were observed to be sticking out at the wrist of the instrument. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.